Event description:
A surgeon reported an intraocular lens (iol) was cracked during implant surgery. The lens was removed and replaced during the same surgery. He had to use a lens with a different diopter as the replacement lens. The refractive difference was corrected with glasses. The patient is reported to be doing "well". Additional informational has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset and distal regions with one haptic broken/torn at the distal tip (not returned). The optic was torn/split in two pieces with a cut-like appearance. The posterior surface of one optic portion was scratched in the outer peripheral area. There was a fiber-like particulate observed on the lens. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. This report was mailed to FDA on: 02/27/2009.